Event description:
It was reported that the patient was transported to the emergency department (ed) on (B)(6) 2022 while coding due to disconnection of driveline and pump stop. Log file history showed that the driveline was disconnected from (B)(6) 2022 at 1917 to about 1945 when the pump restarted per log file alarms history. The pump was on however the patient was having intermittent low flow alarms upon admission to the ed. The patient¿s flow was back to normal at about 4.5-5 l/min when patient was transferred to intensive care unit (ICU). The family decided to withdraw care and the patient passed away on (B)(6)2022. The cause of death was reported as accidental driveline disconnect.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a driveline disconnect event was confirmed through evaluation of the submitted log file; however, the root cause of the driveline disconnect could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from 06apr2022 at 6:47:59 through 21:55:18. On 06apr2022 at 19:17:34 a pump stop event was captured from the driveline being disconnected. During this time frame, low-speed hazard, low-speed advisory, pump stop fault flags, low pump current, and lvad off alarms were active. On 06apr2022 at 19:45:08, the driveline was reconnected, and the pump was operating as intended. Low flow events were captured throughout the log file from 06apr2022 at 19:45:13 through 21:13:27. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jan2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.